Event description:
A customer reported an error with their continuous glucose monitor, specifically cgm error 42, which did not reoccur after a pump reset. The customer¿s blood glucose level was not adversely impacted. Technical support provided guidance for resetting the pump and advised waiting 20 minutes before starting a new sensor session, which the customer understood and acknowledged.